Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they received a 'return line air detector detected fluid too soon' alarm during prime. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed because current information reasonably suggests that the identified malfunction would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. There is no safety issue associated with the alarm experienced by the customer; the device alarmed as designed resulting in a failsafe condition. The customer's rlad was replaced. The optia rlad from the customer was returned for evaluation. Visual inspection and performance testing was conducted. No issues were identified that would lead to the reported problem. Root cause: the root cause of the reported condition is undetermined with the information available. An internal CAPA has been initiated regarding rlad alarms during prime.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed. Signals in the data file show a 'return air detector fluid check' alarm. Terumo bct service technician confirmed that was the alarm that was seen by the customer, rather than the 'return line air detector detected fluid too soon' alarm originally reported. The rlad was returned for evaluation. Investigation is in process. A follow-up report will be provided.